Event description:
This rv was implanted on (B)(6) 2002 and remains implanted at this time. A call placed to technical services on (B)(6) 2018 stated that on (B)(6) 2018 was 1122 ohms then on the next day, it went back down to 564 ohms. The physician was dr. (B)(6) at (B)(6) associates in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).